Manufacturer narrative:
(B)(4) - no patient involvement. (B)(4) - electrical issue. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, an instrument service visit, a search for similar complaints, and a review of labeling. The abbott field service representative (fsr) was dispatched and indicated that the issue was caused by the reagent refrigerator. The fsr replaced the reagent refrigerator and indicated that the analyzer is performing according to specifications. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency in the system was not identified.

Manufacturer narrative:
(B)(4)

Event description:
Upon start up of the architect (B)(4) analyzer, a noise was heard from the back of the module and the power went off. The customer was then unable to power up the analyzer. Abbott field service confirmed a spark occurred at the back of the module. It was confirmed that there was no injury to personnel.